Manufacturer narrative:
The reported event was confirmed. The device was not returned, but evidence based on x-rays and video was provided, which matches the alleged failure. A device inspection was not possible since the affected device was not returned for investigation. Since data, x-rays and a video were provided, the opinion of the medical expert was sought and stated as follows: "the x-rays confirm some gapping (dissociation) between the proximal body and the stem. The bone stock proximally is limited, allowing for the implant to rotate now, the splines are worn down. The video confirms the axial rotation of the proximal body relative to the stem, due to the worn-down splines. Since there is no comparison with early postoperative x-rays and the device was not returned to the manufacturer, technical assessment is not possible. The event is confirmed but the root cause of this event cannot be determined from the information available". A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that eight-month postoperative imaging revealed gapping at the surgical site. The initial account indicated that only modular components¿including the polyethylene insert, tray, locking cap, and assembly screw¿were exchanged under fluoroscopic guidance. However, this was later corrected to reflect that the entire humeral construct was removed and replaced with a 230 mm construct.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that eight-month postoperative imaging revealed gapping at the surgical site. The initial account indicated that only modular components¿including the polyethylene insert, tray, locking cap, and assembly screw¿were exchanged under fluoroscopic guidance. However, this was later corrected to reflect that the entire humeral construct was removed and replaced with a 230 mm construct.